Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) according to the information provided, the patient received a total hip replacement on (B)(6) 2016. The patient was revised (B)(6) 2021 due to poly wear. The returned liner appeared to have thinning of the material and deformation consistent with edge loading and possible impingement. Based on the available information, the revision reported was likely the result of wear of the acetabular liner which may have been due to a combination of the risk factors such as implant positioning, edge loading, using the largest available femoral head with the thinnest available liner, and/or patient related factors. Section h9 (z#s): z-2112 thru 2133-2021.

Manufacturer narrative:
Concomitant medical products: wedge plasma s/o sz 3 (cat# 188-00-03 / serial# (B)(4), biolox delta femoral head 32mm od, +3.5mm (cat# 170-32-03 / serial# (B)(4), integrip cc, cluster 50mm, g1 (cat# 186-01-50 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the hip was being revised due to poly wear in this (B)(6) y/o patient. The poly did not seem to be damaged but wanted to send in just in case. Patient was last known to be in stable condition following the event. The devices are available for evaluation.